Event description:
Patient has been revised to address elevated metal ion levels. Update rec¿d: 2/15/2015 - medical records received. Dob provided. Invoice located. Manufacturing dates and expiration dates updated. Patient revised to address pain and a fluid collection around the joint. Upon revision, metallosis, metal stained synovium, and mild corrosion and staining on the trunnion were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 03/03/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.